Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. The reported problem was verified. The pcba power supply was replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 the bedside monitor shut off while in use and would not power back on. No injury was reported as a result of this event.